Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that about 3 months after they put their previous device in, they noticed an infection in the incision. The patient stated that it felt like it was getting corrupted because of the infection and when they took it out, they said it was corrupted. The patient said they kept giving them medications to get rid of the infections but they didn't give them the right one so this time they gave the patient the right medication and lots of antibiotics so they should be good this time. The patient stated they feel comfortable with their knowledge on the device and requested to be removed from program.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.